Event description:
It was reported that customer received a button error alarm and was not able to clear. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No button error alarm noted. Up arrow button did not respond due to flattened button dome switch. Pump received with minor scratched display window, cracked belt clip slot, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.